Event description:
The tips of these catheters did not fit around a 0.035" guidewire as they have in the past. During insertion, the tips of these catheters developed a teardrop shape. Which lead to the development of hematomas in some of the patients involved. One patient was taken to surgery. The possiblity exists that the incident requiring surgical intervention may have occurred with this lot of catheters. The medical condition of the patients involved in these incidents was considered to be "ok" following the procedures.